Event description:
Clinic notes were received for a visit on (B)(6) 2018 for a patient being referred for generator replacement due to low battery. The notes provided that the device was showing 10% battery remaining. Generator replacement surgery occurred. The explanted device was received and analysis was completed for the returned generator on 07/10/2018. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator performed according to functional specifications. Electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.822 volts however, the data revealed that only 39.332% of the battery had been consumed, suggesting the battery had depleted prematurely. With the case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.83 volts. The battery was removed. Electrical test results show that the printed circuit board assembly failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. The contamination that was observed on the trimmed edge of the printed circuit board assembly suggest probable electrical resistive paths were established between the copper edges on the trimmed edge of the printed circuit board and resulted in increased current consumption that was out-of-specification. Other than the events mentioned above, no other issues were found with the device. Review of the manufacturing records for the device confirmed the device met all specifications prior to distribution and was laser routed. A review of the programming history data was performed. The lead impedance was within normal limits throughout the history. The 25% battery status indicator was reached on (B)(6) 2017 at a voltage of 2.869 volts and the percentage of battery capacity used was 24.727%, which provides further evidence the battery was depleting prematurely. No other anomalies were noted in the review. Additional relevant information has not been received to-date.